Event description:
Adverse event(s): "no pts involved" (no pt involvement). Product problem(s): "fluorine smell" (leak). A tech reported a fluorine smell in the laser suite. No pts were involved when the smell of gas was noticed. The smell of gas was noticed in the laser suite an hour after the two laser systems were shut down. (One laser is manufactured by a different manufacturer). The tech indicated the smell was similar to chlorine. The tech and the other two staff members were not impacted by the smell and procedures were followed to confirm all gas sources in the laser suite were closed and the room air filter turned on. No patients or staff members were impacted.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).